Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (approximately on (B)(6) 2014). On (B)(6) 2014, a second mitraclip procedure was performed in order to retrieve the detached clip and to stabilize the remaining clip. The retrieval of the clip was performed with the use of a snare and after two hours of fishing, the clip was removed through a 16fr sheath via the femoral artery. The mitraclip procedure then proceeded with the placement of two clips (10263725/21, 10275205/03) in both commissural areas adjacent from the partially detached clip. Appropriate leaflet insertion was performed. The clips were deployed and the mr grade was reduced from 4 to 3. Due to the challenging anatomy and frailty of the valve, a third clip (10275205/05) was needed to further decrease the mr. As it was very difficult to position the clip in the appropriate area and after approximately more than one hour, just as the clip was in the right position, the first implanted clip (10263725/21) detached from the posterior mitral leaflet. The physician decided to abort the mitraclip procedure and post procedure the patient was taken to the intensive care unit. The mr grade was 4. On (B)(6) 2014, the patient underwent mitral valve replacement surgery. During surgery, the mitral valve leaflets were confirmed to be very frail and brittle. Per the physician, the implanted clips or mitraclip procedure did not contribute to the detachment/movement of the clips, but the frailty of the leaflets was the cause. On (B)(6)2014 the patient was reported to be fine and recovering in the ward with the expectation of being discharged home without sequela. Additionally, abbott vascular received five procedural still images which were reviewed by abbott vascular clinical advisor. The images support the reported full detachment of the clip. No additional information was provided. Concomitant product: mitraclip (cds02st 10251855/13). The explanted mitraclip has been discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other mitraclips, 10251855/13 and 10263725/21, are being filed under separate medwatch MFR numbers.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that during surgery, other than frailty, no other leaflet damage was seen. In the opinion of the physician/surgeon, the clips would not have contributed to any damage to the frail leaflets. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, the analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Five procedural still frame images were received from the account and reviewed by an abbott vascular clinical. The reviewer confirmed that the images support the reported complaint of full clip detachment. The additional notation of partial leaflet attachment of the other clip could not be confirmed nor denied, as there was no echo information on the second procedure or the remaining first clip. Potential causes for clip detachment from the leaflets are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip components functioned as expected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The user also reported no issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, partial clip movement may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that this was very challenging case due to the patients rotated heart and the immense dimensions of the left atrium, right atrium and annulus. The leaflets were observed to be rough in appearance, frail and brittle. It was noted that per the physician, the implanted clips or mitraclip procedure did not contribute to the detachment/movement of the clips, but the frailty of the leaflets was the cause. During the surgery, it was confirmed that other than frailty, no other leaflet damage was observed. Therefore, it is likely that a combination of the challenging patient anatomy and frail/brittle leaflets contributed to the detachment/movement of the clips. Based on the information reviewed, the reported event appears to be related to patient/procedural conditions. The reported patient effects dyspnea and mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In this case, the increase in mr was likely a result of the partial movement of the clip and the detachment of the adjunct clip. Additionally, the reported dyspnea was likely a cascading effect of the recurrent mr. Per the physician, the mitraclip procedure and implanted clips did not contribute to the complete clip movement/detachment. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is being filed as the clip, 10251855/14, moved on the leaflet and contributed to the increased mitral regurgitation grade which was treated with another mitraclip. Increased mitral regurgitation is considered patient injury. It was reported that a mitraclip procedure was performed on (B)(6) 2013. The procedure was very challenging due to the patient's rotated heart and the immense dimensions of the left atrium, right atrium and annulus. The leaflets were observed to be rough in appearance and the abbott vascular therapy specialist informed the physicians that the leaflets would be problematic and the case would be difficult. Due to a prior coronary artery bypass graft, the patient was not a surgical candidate. Two clips (10251855/13 and 10251855/14) were implanted and the outcome was reported to be successful as the mixed mitral regurgitation (mr) grade was reduced from 4+++ to greater than 3 and there was no tissue damage. Post procedure, on an unspecified date, the patient's dyspnea reoccurred and the patient "felt something parallel to his jaw". On approximately, (B)(6) 2014, the fluoroscopic imaging showed one implanted clip, but it was not recognized that the second clip was missing. The patient was treated with his regular heart failure medication. On (B)(6) 2014, a second fluoroscopic imaging confirmed that one clip detached from both leaflets and was stuck in the right lingual artery. The second clip was attached to the anterior leaflet and was partially attached to the posterior leaflet.